Event description:
It was reported that during a low anterior resection procedure, after firing a new device, the stump was without any staples. Then, the stump had to be sutured. Another device was used to complete the procedure, there were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results showed that the device was rec'd in good visual condition and with the original cartridge loaded in the device. The cartridge was rec'd void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. It should be noted that all devices are inspected 100% for staple presence by a vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the mfg process.